Manufacturer narrative:
Product discarded/expended by customer. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformance's and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the packet insert: - very low levels of hcg (less than 50 mlu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. - as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive of false negative results. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. This MDR is to document patient 2 of 3. Please see mdrs 2027969-2022-00008 and 2027969-2022-00010 for patient 1 and 3, respectively.

Event description:
Unspecified date: patient presented to facility for a routine exam. A false positive result was obtained when testing with the consult diagnostics hcg urine cassette kit. Confirmatory lab blood test (unspecified method) provided a negative result. Exact result not provided. Customer states treatment was provided/withheld based on the false positive result, however, further information was not able to be provided aside from that it was a routine exam. No adverse outcomes occurred. Although requested, customer states no additional patient information will be able to be provided. This MDR is to document patient 2 of 3. Please see mdrs 2027969-2022-00008 and 2027969-2022-00010 for patient 1 and 3, respectively.